Event description:
It was reported that the lead was explanted due to high capture thresholds and high impedance. A lead fracture was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported fracture was not confirmed. Analysis found an insulation abrasion from the inside-out at 12.4cm from the helix tip. The etfe cables were exposed but the cable was not abraded. No further analysis could be performed as the lead was returned cut into multiple sections.